Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified surgical technician reported that following an intraocular lens (iol) implant procedure, the patient had residual myopia. The iol was exchanged approximately 3 months later for a different lens model and a difference of 1.5 diopter of power. Additional information has been requested.